Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) stone extraction procedure performed on (B)(6) 2023. During the procedure, a trapezoid rx basket was used to attempt to crush a stone manually. However, the basket failed to crush the stone and the stone couldn't be released from the basket. As a result, a wire was cut and threaded through a cook soehendra. The soehendra successfully crushed the stone inside the basket. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. Block h6: imdrf device code a23 captures the reportable event of basket failure to crush stone.